Manufacturer narrative:
Download data from the returned device shows not timeouts or drive stalls. During the investigation, no damages or defects were observed that would contribute to an infection at the infusion site. The cause of the reported infection could not be conclusively determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin infection called cellulitis. There was purulent discharge coming out of the site; patient also experienced pain and a blood glucose level up to 400 mg/dl. An allergic reaction to the adhesive was also reported. For treatment, the patient was prescribed a unknown antibiotic to be taken 4 times daily; this was later changed to 3 times daily. The pod was worn longer than 48 hours on the hips/buttocks. The patient was discharged after 1 hour 45 minutes.